Event description:
It was reported that during the device interrogation a warning message appeared indicating a battery error. Device currently remains implanted. Should additional information be received, this file will be updated.